Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text. Evaluation was unable to duplicate the complaint of the ¿display shrinking¿ and ¿screen turning grayish color¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display was ¿shrinking¿ and the edges were black. Reportedly, the display screen was also discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.